Manufacturer narrative:
This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Manufacturer narrative:
(B)(4). Results of investigation: this unit was field serviced by a carefusion authorized service technician. The service technician was unable to duplicate the reported issue. No parts were replaced addressing this reported issue.

Event description:
It was reported by the customer that the ventilator is delivering a higher tidal volume than expected. It is unknown whether there was any patient involvement associated with this complaint.